Event description:
Additional information received noted that the device was updated with cybersecurity upgrade and telemetry was successfully restored. The patient was in stable condition.

Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited radio frequency (rf) telemetry failure wherein transmitter connection was unable to be re-established. No intervention was reported. There were no patient consequences.